Event description:
Information was received in aug-2005 from a physician via a sales representative regarding a patient with a medical history of osteoarthritis and one previous synvisc series (approximately 1.5 years ago), who experienced pain and swelling in both knees. Pt began a treatment with synvisc during the first week of august 2005. The patient received two injections of synvisc into both knees during the first and second weeks of august 2005 (unknown whether the third injections were administered). Synvial fluid was not removed prior to the injections. After the second injections, the pt experienced pain and swelling in both knees. The pt was given a corticosteroid injection into both knees to treat the pain and swelling. The physician did not provide causality assessment between the events and synvisc. At the time of this report, the patient's outcome was unknown. Manufacturer's comment: synovial fluid or effusion should be removed before each injection.